Event description:
The customer reported that the system experienced a 'stator not on' error. This will result in an un-commanded system shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.